Event description:
Reporter stated that customer received the following results on the aviva system within 1 minute and 10 minutes respectively: 1. 18.8 mmol/l and 6.8 mmol/l 2. 2.4 mmol/l and 7.3 mmol/l sets of readings were taken at different times. No actions taken based on device results. No adverse event reported. The manufacturer requested return of suspect product for evaluation.

Manufacturer narrative:
The event occurred in (B)(6).